Manufacturer narrative:
At the time of this report we have been unable to obtain information regarding the association between the thruway guidewire and the reported adverse event; therefore, this medwatch report is being filed as a good faith measure. The thruway guidewire is not expected to be returned for evaluation. Additionally, the end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use, warnings, "attention should be paid to guidewire movement in the vessel. Before a wire is torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy." At this time, it is not possible to assign a definitive root cause for the event as reported. The event date was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the patient experienced an a-v fistula. The target lesion was located in the calcified tibial artery. The popliteal artery was occluded and reconstitutes into the distal calf peroneal. A 0.014 non-bsc guidewire was used to cross the lesion. Atherectomy was performed with a 1.6mm jetstream sc catheter and a thruway guidewire which resulted in a large a-v fistula into the tibial vein and in significant steal from the foot. Prolonged balloon inflation was performed; however the fistula was still present. The lesion was treated with a non-bsc covered stent.